Manufacturer narrative:
(B)(4) 2015 - software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system unexpectedly exited to the logo screen. The medtronic representative was switching registration from tracer to pointmerge when the system became unresponsive, showing no images in the registration screen, then went to the logo screen. A system re-boot restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.